Event description:
Caller reported blood glucose results of 205 mg/dl on customer's aviva system, 109 mg/dl on husband's aviva system within 10 minutes. No adverse event was reported. A request was made for the return of the strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).